Event description:
Additional information was received from a healthcare provider (hcp) via a post-market clinical study. On (B)(6) 2015, the programmed pump dose was decreased from 0.50012 mg/day dilaudid and 7.0017 mg/day bupivacaine to 250 mcg/day dilaudid and 3.5009 mg/day bupivacaine. On (B)(6) 2015, the dose was further decreased to 125 mcg/day dilaudid and 1.7504 mg/day bupivacaine. It was reported that the patient's therapy had been suspended on (B)(6) 2015 and resumed on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved with a clinical trial regarding the delivery of dilaudid (500.0mcg/ml, 125.03 mcg/day) and bupivacaine (7.0mg/ml, 1.7504 mg/day) in an implantable infusion pump for malignant pain. The patient experienced opioid overdose following therapy initiation; intractable nausea and vomiting following implant. Intravenous zofran and phenergan were administered to the patient on (B)(6) 2015. The pump was reprogrammed on (B)(6) 2015. The issue was though to be related to the dilaudid. The patient then experienced confusion and hallucinations on (B)(6) 2015. Oral opioid therapy was discontinued on (B)(6) 2015. The event resulted in prolongation of existing hospitalization. The event resolved without sequela as of (B)(6) 2015.